Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the physician had difficulty removing the lead from the pulse generator header. Bone cutters were used to remove the lead. The device was explanted and replaced. The patient was stable.